Event description:
The bone injection gun (b.i.g.) Malfunctioned when the physician was trying to inject the patient's left leg. The needle went through the plastic rim instead of the needle opening. Physician felt it was a defective b.i.g.